Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the malfunction "no image, blackout image and corroded bending tube" is traced to component failure and for the malfunction "crystallization inside the scope connector" is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that no image, blackout image, corroded bending tube and crystallization inside the scope connector was found. There was no patient involvement.